Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter aortic valve, two deployment attempts and two recaptures were performed due to shallow implant depths. Upon the second recapture, prior to the third deployment attempt, an infold was observed at an implant depth of 3 millimeter¿s (mm). Subsequently, the valve and dcs were withdrawn from the patient, and a new valve and dcs were used to complete the procedure. Per the physician, the patient's calcified anatomy contributed to the event. No patient complications were reported as a result of this event.